Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported when connecting the device to enteral nutrition, the nutrition started to leak out one side of the punch connector and then the tube disconnected from the punch. Immediately the nutrition was stopped and the equipment was changed. There was no harm to the patient.